Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: update rec'd 11/06/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate upon revision tissue was cultured that was suggestive of alval. There is no new information that would change the existing MDR decision. The complaint was updated on: 11/24/2014.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records for the 1938697 lot code is no longer required per wi-3430. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions.